Manufacturer narrative:
Diopter: +24.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens remains implanted. Device evaluated by manufacturer? No. The lens remains implanted. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a +24.00 collamer single piece lens in the patient's left eye. Lens was implanted, there was a capsule tear and the lens fell in posterior chamber. The lens was left intact in the patient's left eye and a non-staar anterior chamber lens was implanted. No vitrectomy was performed. No further information was available. This incident was during the same procedure.

Manufacturer narrative:
Evaluation method: device history record review, medical review. Evaluation result: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review: reportedly, single-piece collamer iol went through capsula into a posterior chamber upon insertion. No vitrectomy was performed at that time. A 3-piece non staar lens was successfully implanted. No reported postoperative sequelae. According to report, dated on (B)(6) 2016, the capsular tear was observed upon iol implantation and the cause of the event was unknown. It should be noted that capsular tear usually occurs during phacoemulsification but is not detected until the surgeon inserts the lens causing the capsula to stretch reveling the defect. Conclusion: based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).